Event description:
The customer reported a brief red x when powering the device on, associated with an intermittent battery connection. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.